Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneously low platelet (plt) results for four (4) patient samples. Two (2) of the plt results contained instrument generated flags. The low plt results were compared to results from a reference instrument out of the customer's laboratory. The erroneous results were not reported out of the laboratory. There was no death, injury, or affect to patient treatment.

Manufacturer narrative:
The customer indicated that they had issues with startup failures, but startup passed on the day of event ((B)(6) 12) and controls have been within range. Controls run prior to this event recovered within range and the instrument is currently performing within qc specifications. A bec field service engineer (fse) was dispatched on (B)(4) 2012 and replaced the main board, power supply, lyse pump and red blood count (rbc) filters. The fse also decontaminated the instrument to resolve the high background count issues. Per email for the fse, the customer did not complain of low plt results and there was no change to plt recovery due to instrument service. Failure mode is unknown; however, the lower plt count is likely due to calibration / instrument differences. Per bec labeling: beckman coulter does not claim to identify every abnormality in samples and suggests using all available flagging options to optimize the sensitivity of the instrument results. All flagging options include reference ranges (h/l), codes, and flags. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.